Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. Post- accelerated stress test (ast) 2hours 15mins 8500ml simulated treatment was performed and passed with no further alarms or issues. No fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, balloon valve actuation test, and patient pressure sensor test. Found no abnormalities during the mushroom head checks. Mushroom heads installed on motor a & b were found to be cross-threaded. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the baseplate behind the front panel and on the bottom cover under the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending the pd treatment. The pdrn reported receiving an air detected in cassette and draining slowly alarms during an unknown drain cycle of treatment and the treatment was cancelled. The alarms occurred multiple times. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area on the external of the cassette. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested but to date has not been obtained.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the patient's cycler after ending the pd treatment. The pdrn reported receiving an air detected in cassette and draining slowly alarms during an unknown drain cycle of treatment and the treatment was cancelled. The alarms occurred multiple times. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area on the external of the cassette. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information has been requested but to date has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.